Event description:
It is being reported by an attorney that his client has had pain, discomfort and tenderness in her right shoulder. The original surgery which was an open procedure in 2001. In 2002, the shoulder was re-injured, requiring the patient to have a second procedure on approx four and a half months later, which two cuff tack devices were used. The patient continues to experience pain and discomfort in the shoulder.

Manufacturer narrative:
The devices are not being returned to depuy mitek for evaluation. Lot numbers have not been supplied, both of which preclude conduction either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. As such, we cannot determine what may have caused the reported incident. At this point in time, based on the vagary of the complaint and the absence of the complaint product and its' details, no further action is warranted. If however, more information is received relevant to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family.